Event description:
Reprise IV study it was reported that left bundle branch block occurred. Prior to index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with a 22mm balloon. A 27mm lotus edge valve (lot# 24352651) was inserted. The lotus edge valve system was unable to track through the very tortuous iliac arteries and kinked upon advancing. The lotus edge valve (lot# 24352651) was removed from the body. A second 27mm lotus edge valve (lot# 24536816) was inserted which also could not be implanted. A non-study valve was successfully implanted. During the attempts to implant the lotus edge valves, the subject was noted with left bundle branch block which persisted post non-study valve deployment. Of note, no conduction disturbances were noted post balloon valvuloplasty. No diagnostic was performed and no action was taken for the left bundle branch block. The following day, the event was considered resolve. Four (4) days post index procedure, the subject was discharged on aspirin and warfarin.

Manufacturer narrative:
H3- device evaluated by manufacturer: the device was returned with a lotus introducer sheath (lis) attached. Both systems were wetted, the lis was flushed with saline before being removed distally with minimal resistance. The lotus edge device was returned under-seated by 10mm. The handle was noted to be in the starting position. The device was unsheathed, and the valve was left to hydrate in saline solution overnight. The valve was locked and unlocked on the bench without issue. The device was sheathed, a safari2 guidewire was loaded through the nosecone, and was tracked through a model which was fitted with a 27mm annulus. Two partial resheaths were performed before the device was correctly positioned in the annulus. The valve was locked and released in the model without issue. Media review: procedural imaging was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The media review is consistent with the reported event. The media made available for review comprises 35 angiographic series from the implantation of lotus edge valve. A lotus edge valve is unsheathed and locked in the annulus. There is no visible waist to the valve indicating that it is not sufficiently anchored. The device is resheathed. The remaining series shows the successfully positioning and deployment of a non-boston scientific valve. The non-boston scientific valve appears to have a more significant waist and therefore better anchoring in the anatomy than that of the lotus edge valve.

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. Prior to index procedure, heparin or other anticoagulant was given and subject was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. The subject received a loading dose of 325 mg of aspirin. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with a 22mm balloon. A 27mm lotus edge valve (lot# 24352651) was inserted. The lotus edge valve system was unable to track through the very tortuous iliac arteries and kinked upon advancing. The lotus edge valve (lot# 24352651) was removed from the body. A second 27mm lotus edge valve (lot# 24536816) was inserted which also could not be implanted. A non-study valve was successfully implanted. During the attempts to implant the lotus edge valves, the subject was noted with left bundle branch block which persisted post non-study valve deployment. Of note, no conduction disturbances were noted post balloon valvuloplasty. No diagnostic was performed and no action was taken for the left bundle branch block. The following day, the event was considered resolve. Four (4) days post index procedure, the subject was discharged on aspirin and warfarin.